Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire is confirmed and was determined to be use related. The returned product was one 0.018 in. Nitinol guidewire. An initial visual observation showed the core wire of the guidewire was broken, and the majority of the coiled wire was observed to be unraveled. Use residue was observed on the returned sample. A microscopic observation revealed the break sites of the core wire were tapered with mostly flat and granular surface textures. The distal weld tip was observed to be present and intact. The characteristics observed on the returned guidewire are indicative of a tensile failure caused by excessive pulling forces on the guidewire. An examination of the wire structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported that after puncturing the blood vessel as usual, a guidewire was inserted and the catheter was placed alongside the guidewire. When the guidewire was then removed, the tip was found to be frayed. There was no discomfort during the procedure.